Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited low out-of-range defibrillation impedance. No resolution was performed, and the issue was resolved on its own. The patient condition was stable and would continue to be monitored.